Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the issue that led to the implant moving closer to the skin was due to aging, thinning of skin, and weight loss due to cancer. The consumer mentioned that due to the patient¿s parkinson¿s being quite advanced they often forgot to change or how to use the equipment. The patient also fell asleep easily and the charger would slide down leaving them with no charge. To try and improve the patient¿s focus and memory they were put on a medication but were taken off it when it affected their balance. No other actions had been taken at this time as the healthcare provider (hcp) said it was fine with the patient¿s ¿ocd being the problem.¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is having difficulty with recharging that she can't get above 40%. Issue has been for the past year. Patient mentioned that implant is moving closer to the surface of the skin. Patient described difficulty getting the coupling bars and she would keep pushing the green button to see if the bars get better. Patient services had patient start a recharge session and initially she didn't get any coupling bars, after moving the recharger around she eventually got 8 coupling bars and they were maintaining.